Manufacturer narrative:
The reported event for failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead was failing to capture. The lv lead was not used. The physician continued with the second lv lead and completed the procedure. The patient was in stable condition.